Manufacturer narrative:
The astral external battery was not returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was an isolated component failure within the battery assembly. Resmed concludes that the risk associate with the use of the device is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to charge. There was no patient injury reported as a result of this incident.

Manufacturer narrative:
Resmed has requested for the device to be returned so that an engineering investigation could be performed. The device has not yet been returned, therefore resmed is unable to confirm the alleged malfunction at this time. (B)(4).

Event description:
It was reported to resmed that an astral external battery failed to charge. There was no patient injury reported as a result of this incident.